Event description:
It was reported by the customer that the bd pyxis¿ medbank tower aux drawers were not opening. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and mentioned pharmacy will send medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4 kept blank since no serial number available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. Upon investigation of this incident, a technical support specialist confirmed that the issue self-resolved, and no field service engineer (fse) was dispatched. The system functioned as intended after the issue was resolved. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower aux drawers were not opening. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and mentioned pharmacy will send medication. There were no adverse events or injuries reported based on this event.